Manufacturer narrative:
An internal investigation concluded: no significant difference was observed between the impacted silica batches and the reference lots. During internal testing, the event was reproduced with tubes exposed at freezing temperature (-19/-31°c) for the silica. The ratio of silica particles is really low with a long period of freezing. No issue was observed in regards to the amount of silica. The nucl.magn.silica 384t (reference (B)(4)) is highly sensitive to freezing and must be placed away from the walls of the refrigerators against which it is likely to freeze.

Event description:
A customer in (B)(6) notified biomérieux that some batches of product have less silica than others. The customer reported that after the extraction they can see less silica than what is normally observed and that they missed some peak positives. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health.